Manufacturer narrative:
It was determined the reported fault was due to a supplied item. The supplier was notified of the issue.

Manufacturer narrative:
The device is not available for evaluation; a supplemental report will be submitted if the device becomes available for evaluation.

Event description:
It was reported that the cuff of the portex® tracheal tube deflated after four hours of use. No adverse event was reported; no further information was provided.